Event description:
A report was received stating a ventilator stopped cycling while ventilating a patient. There was no report of patient harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device. The reported event was not duplicated during testing. The cse was reported to have replaced the motherboard as a precaution.